Manufacturer narrative:
Review of the product history records indicate (B)(4) devices were manufactured and accepted into final stock on 26 august 2017 with no relevant reported discrepancies. There have been no similar events for the lot referenced. There have been no similar events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: modular dual mobility insert; cat# 626-00-46f: lot# 59964204, 28 mm +12 lfit v40 head; cat# 6260-9-428: lot# 54642501, tritanium revision acetabular; cat# 509-02-60f; lot# rn2l6v, gap plate screws; cat# 2080-0040; lot# 2y4rt0, gap plate screws; cat# 2080-0035; lot# yl0t8h, gap plate screws: cat# 2080-0020; lot# 6w4lhl, gap plate screws: cat# 2080-0040: lot# pp3xwv, size 7 accolade ii 127 deg; cat# 6721-0737; lot# 61352204. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left hip was revised due to infection (infection reported by surgeon, not identified).